Event description:
On (B)(4) 2012, the reporter contacted lifescan USA, alleging a carton information issue, the reporter claimed the carton information does not state whether or not it can be used for alternate site testing (ast). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.